Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for a routine clinic visit. It was noted that the patient had damage to their white power cable on their system controller near where it connects to the power source. The damage was covered with silicone tape. Log files submitted for review showed only routine events. It was recommended that the patient's controller be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged black power cable. The reported event of a damaged white power cable on the system controller (serial number: (B)(6) was confirmed. Upon initial inspection, the damage to the white power cable jacket was noted. A log file was downloaded during testing, and data spanning approximately 15 days (B)(6) 2024 as per timestamp) was reviewed. The data reviewed showed the controller functioning as intended for the duration. The driveline was disconnected at 10:08, consistent with the reported controller exchange. The controller was opened, and evidence of fluid ingress on the power cables was found. The power cables were tested for raised resistances, and all wires on the white power cable were observed to be greater than the expected threshold, indicating wire fatigue. The root cause of the power cable damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller was exchanged on (B)(6) 2024.